Manufacturer narrative:
This report is submitted on october 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, tinnitus and non-auditory sensations with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device as of the date of this report.